Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon clinic interrogation, post paced t-wave oversensing events were seen in a patient's implantable cardioverter defibrillator (ICD). Programming changes were made to address the issue. The patient was stable.